Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call that the customer was wearing the insulin pump and the display suddenly went blank. Customer's blood glucose value was 120 mg/dl. It was stated that the display was not blank less than 30 seconds and was currently blank. The nurse declined troubleshooting and stated that the insulin pump had been without a battery for a month. It was explained that the insulin pump was out of warranty and could not be replaced. She was stated that the customer already had a new insulin pump. It was advised that a battery cap replacement would be sent. No product was returned for analysis.